Event description:
The facility's biomedical engineering department reported the device to have an 810:02 failure code. Information was not provided regarding whether or not the reported failure code occurred during patient use. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.